Manufacturer narrative:
Additional information (10-may-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. Hsc observed that calibration was within the customer's acceptable ranges. The customer stated that quality control (qc) was low, and an erroneously depressed patient sample result was observed. The customer replaced the standard a two times, the standard b, and the diluent. The customer also performed a system clean and conditioning with a new sensor of the same lot and processed a dilution check, which was within the acceptable range. The customer then processed qc and the qc recovered within the expected range. Several patient samples were processed on both the original system and an alternate system, and the results matched between the systems. No erroneous results were reported by the customer after these standard troubleshooting and maintenance actions were performed on the system. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2024-00143 was filed on 08-may-2024.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding the erroneously depressed sodium (na) patient sample results obtained on a dimension exl with lm system. Siemens is investigating the event.

Event description:
The customer reported to siemens that they obtained an erroneously depressed sodium (na) patient sample result on a dimension exl with lm system . The same sample was reprocessed on the original dimension exl with lm system and a lower result was obtained and considered erroneous. The erroneously depressed results were reported to the physician(s), and the results were not questioned. The sample was reprocessed on an alternate dimension exl 200 system and the result obtained was higher, matched patient history and was considered correct. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed sodium (na) patient results.